Event description:
Customer reportedly received results of 150 mg/dl and 86 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.